Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. Data was received for evaluation, data review did not confirm the reported event of early expiration notice. A probable cause could not be determined via data. No additional event or patient information is available.